Event description:
Hospital in (B)(6) reports that during a tfn procedure the helical blade jammed during insertion. The surgeon used heavy hammer hits to try to advance the blade and the coupling screw broke. The surgeon removed the nail and the blade and implanted a lateral femoral nail instead. This report is #3 of 3 for the same event.

Manufacturer narrative:
Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The cap is separated from the shaft at the weld location. There is damage to the hex drive on the cap and there are impact marks on the top of the cap. The shaft doesn't appear to have any major damage. Excessive force was used on the head of the coupling screw which could have led to its breakage. The device conformed to dimensional specifications at the time of manufacturing. The device met all design and manufacturing requirements. The risk analysis adequately addresses the reported event and the design of the device was evaluated and deemed to meet its intended use. The technique guide recommends verification of the position of the locking mechanism after the insertion instrumentation has been connected to the nail.